Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was tested. The root cause was determined to be a defective paux sensor on the sensor board. In consequence (correction) msp sensor board 2 with part number 10089445 was replaced. There was no patient or user harm.

Event description:
Dear sven today, (B)(6) 2020, after 13:20 we tried to use the paux port with esophageal pressure catheter. We couldn't see the orange trace in the pes graph and when going to see the numeric values of the pes in monitoring the only value seen was pmin which was -99. In the service mode the following data was seen (attached image). After restarting the unit the value went down to zero and the dp servo was around 10. Going back to ventilation the situation returned to the same faulty situation.